Event description:
It was reported that a polarity switch from bipolar to unipolar occurred with this right ventricular (rv) lead. Testing in bipolar showed an impedance measurement of greater than 3000 ohms with no pacing capture. In unipolar the lead impedances were around 500 ohms and there was capture observed. Reprogramming changes were made; however, it is intended that this lead will be replaced. This lead currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a polarity switch from bipolar to unipolar occurred with this right ventricular (rv) lead. Testing in bipolar showed an impedance measurement of greater than 3000 ohms with no pacing capture. In unipolar the lead impedances were around 500 ohms and there was capture observed. Reprogramming changes were made; however, it is intended that this lead will be replaced. This lead currently remains implanted and in service. No adverse patient effects were reported. Additional information was acquired from the field representative, revealing that surgical intervention had occurred. The lead and associated pacemaker were explanted and replaced with a competitor's system. Further inquiry was conducted to ascertain the reason for the pacemaker's replacement; however, the field representative did not have access to this information. There were no further adverse effects on the patient reported. The lead is not expected to be returned. Please note that the date of explant is estimated as this information was unavailable.